Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was staphylococcus. The patient was hospitalized for the event and was treated with vancomycin (intraperitoneally, dose and frequency were not reported). At the time of this report, the patient has recovered from the event and has been discharged from the hospital. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.